Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line leaking at entrance site when flushed. Patient¿s infusion pump was alarming. The infusion line was checked for air bubbles several times and none was present. PICC line was then checked for position and attempted to flush line. There was resistance at first, then it flushed but started leaking at the entrance site. Doctor informed and after assessment and instruction from the doctor, the PICC line was removed. A fracture was noticed in the line. No other information was provided.